Event description:
It was reported that 4fr single lumen powerpicc solo inserted in patient through means of rewire on (B)(6) 2024. Meropenum infused through baxter pump for at home infusion. Secured with 3m securement device. Noted today to have leaking haemoserous fluid from insertion site. PICC to be removed today due to leaking. Hole in line at 6cm mark. On review today the staff tracked the PICC on the patient arm using ultrasound. The path the PICC was inserted in was not linear and very steep with the line making an almost 90 degree turn to reach the vein (at around the 6cm mark). Team is thinking this is likely an anatomical issue from the insertion track creating kinking/bending on the line hence the failure of the same location at a similar dwell time. Patient is hoisted in/out of wheelchair multiple times a day which can result in squeezing arms/shoulders differently. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 5 cm and 6 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that 4fr single lumen powerpicc solo inserted in patient through means of rewire on (B)(6) 2024. Meropenum infused through baxter pump for at home infusion. Secured with 3m securement device. Noted today to have leaking haemoserous fluid from insertion site. PICC to be removed today due to leaking. Hole in line at 6cm mark. On review today the staff tracked the PICC on the patient arm using ultrasound. The path the PICC was inserted in was not linear and very steep with the line making an almost 90 degree turn to reach the vein (at around the 6cm mark). Team is thinking this is likely an anatomical issue from the insertion track creating kinking/bending on the line hence the failure of the same location at a similar dwell time. Patient is hoisted in/out of wheelchair multiple times a day which can result in squeezing arms/shoulders differently. No other information was provided.